Event description:
The device was later returned to allow for reliability analysis.

Event description:
Boston scientific received information that the patient implanted with this device reportedly had the device checked while in another country. The physician applied a magnet and the device had been emitting beeping tones since. Additionally, daily measurements had ceased the same date. Technical services discussed recommendations to turn off magnet feature and perform a manual capacitor reformation to confirm the restart of daily measurements. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Application of a magnet intermittently caused the red switch to remain in the closed position. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that this device was electively explanted.